Event description:
Customer reported finding the device smoking. Customer stated the base device prongs have melted. A request was made for the return of the suspect device and replacement product was sent.